Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was experiencing high blood glucose because she thinks she forgot to remove the cap off the needle. Customer's blood glucose was 500 mg/dl. Blood glucose of 126 mg/dl was also captured. No further information reported.